Manufacturer narrative:
The fse replaced the drive manifold assembly then completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee whose contact details are: telephone number (B)(6); which differs from that of the event site.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold leak test. There was no patient involved and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold leak test. There was no patient involved and no adverse event reported.